Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned instrument revealed that the stent is deformed at its distal end. Several stent struts are bent outwards and are everted. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. The balloon is still well folded and shows no signs of inflation. However, the proximal balloon shoulder appears compressed. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. The device would not pass through a 6f guideliner. The device was withdrawn, and upon physical exam the distal tip of the stent appeared to be deformed. Part of the stent was also sticking out partly from the balloon, which seemed to be the portion that got hung up inside the guideliner. A new orsiro mission with same size was opened and advanced without issue through the same guideliner.